Manufacturer narrative:
An event aortic insufficiency and a prolapsed leaflet were reported. Gross morphological and histopathological examination revealed leaflet 3 was folded and retracted creating incomplete coaptation due to a pannus formation tethering the leaflet. Fibrous thickening was observed on all three leaflets. Circumferential fibrous pannus ingrowth on the inflow and outflow surfaces of the valve were observed on leaflets 2 and 3. No acute inflammation or significant calcifications were observed on the returned valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted. The valve was reported to have completely healed but one of the leaflets was observed to bulge in on itself. On (B)(6) 2018, the valve was explanted due to aortic insufficiency and replaced with a 23mm edwards magna ease valve. Upon explant there was neither pannus nor thrombus observed. The patient is reported to be stable.